Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was repositioned. Upon reinserting the guidewire, the guidewire would not advance through the proximal portion of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned with the helix fully retracted. Visual inspection found distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. The guidewire insertion test was performed, and the guidewire could not insert further into lead at the location of the distal conductor due to distortion. If information is provided in the future, a supplemental report will be issued.